Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating system diagnostics recorded high impedances on the lead, and as a result the patient lost therapy.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's system diagnostics recorded impedances on the leads. Surgical intervention took place where the leads were explanted and replaced with a penta paddle to address the issue. Effective stimulation was restored.